Event description:
Problem: the needles do not fully lock into a luer lock syringe. This creates a risk for a needle stick type injury to the team members when closing the safety lock post injection. Event: after injecting the patient with a vaccine, team member tried closing the needle cap by applying pressure on the exam bed when the needle popped off of the syringe, flipped, then poked their index finger of their right hand. The team member was wearing gloves. (It was pointed out; however, the team member should not engage the safety by placing the needle against a bed. This should be done with the hand that is holding the syringe. The clinic supervisor was requested to provide this education to the team member for all future injections. Beds are not a hard enough surface, and the team member loses leverage when pushing against another object to lock versus locking with hand that is holding syringe.) Action taken: the clinic nursing director followed up by testing the needles and found the needles do not fully lock into place on the luer-lock syringe. The needles are easy to inadvertently "pop off" of the syringe when locking the safety in place to cover the exposed needle. They also continuously spin when trying to lock into place on the syringe. The clinic nursing director recommended removing these needles from the clinics for use due to safety risk. All current tkmd 25g x 1" needles were removed from patient care areas. This action was completed on [date redacted].